Event description:
An operating room supervisor reported that two knives did not cut during either of two procedures. In each case, an alternate knife was used to continue the procedure without delay. There was no patient impact. No additional information is available.

Manufacturer narrative:
Evaluation summary: no sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).